Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "hand hygiene was not maintained". The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized due to the events and was discharged. The patient was treated with vancomycin injection (1g, every 96 hourly, intraperitoneal, discontinued) and meropenem injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. It was not reported if the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.